Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause and treatment of the events were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.